Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported that the device failed to deliver shock. The device was in use at the time of the event, however, there was reportedly no patient harm.

Manufacturer narrative:
It was reported that the device failed to deliver shock. The device was in use at the time of the event, however, there was reportedly no patient harm. While it was reported the device was in patient use and caused a delay to treatment while the customer retrieved an additional device. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Complaint evaluation: a philips clinician reviewed the provided case event files. The clinician found the initial device status at the beginning of the event displayed the following messages: ¿equipment disabled: therapy¿ and ¿power test failure¿. The summary provided to the philips field service engineer inspecting the device was ¿therapy was disabled since the system failed shift check the evening before the incident,¿ which aligns with the status messages above displayed on the device at the beginning of the case. The device was in monitor mode throughout the case ¿ and no energy selection/charging/shock selections were indicated in the case details file provided. The heartstart xl+ instructions for use (IFU, publication 453564090581, page 154), provide the following instructions related to the failures noted above: ¿if you fail an operational check for a therapy-related problem (for example a failed therapy knob or button), therapy is disabled. You receive messages on the display and the rfu indicator is a solid red x. After exiting operational check, the heartstart xl+ restarts with therapy disabled. The failure may have been caused by an improperly performed operational check. To clear the failed operational check, successfully perform a proper operational check. If the device continues to fail the operational check and you have confirmed you are performing the operational check properly, take the device out of use and call for service.¿

Event description:
It was reported that the device failed to deliver shock. The device was in use at the time of the event, however, there was reportedly no patient harm. While it was reported the device was in patient use and caused a delay to treatment while the customer retrieved an additional device, there was no patient harm.

Manufacturer narrative:
It was discovered on 10march2022 that there was a delay of treatment, which makes this a serious injury.

Event description:
It was reported that the device failed to deliver shock. While it was reported the device was in patient use and caused a delay to treatment while the customer retrieved an additional device, there was no patient harm.